Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, a cartridge alarm 5 and cartridge alarm 6 also occurred on the customer's device. The pump was within the allowable operating altitude range at the time of alarm and all prompts were followed by the customer when attempting to load new cartridges. There was no reported impact to the customer's blood glucose level. The pump was replaced to address the issue.